Manufacturer narrative:
Five knife samples were received by manufacturing in open blister packages. The knives were not seated properly inside of the blade protector trays. Three samples were observed to have a damaged tip and the other two knives had damaged cutting edges. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history was reviewed and this is the second complaint for the reported lot number and the second for the reported event. How the blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that multiple knife blades were noted to not be sharp, some blades exhibited burrs, some had damaged tips and some exhibited debris on the blades prior to surgery. Since the knives were not used, there has been no impact to any patient. Additional information has been requested.